Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was 600 mg/dl. The customer stated that her blood glucose was caused by an infection, which caused diabetic ketoacidosis. The customer stated that the issue was not related to the insulin pump or its function. The customer was treated with an insulin drip. Assisted customer with setting the date and time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.